Event description:
It was reported that the pt experienced no stimulation sensation. The pt was informed that the stimulator battery was depleted. The pt believed the battery should have lasted longer. No pt treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.